Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. Customer reported that display screen had a black spot. Customer's blood glucose was 153 mg/dl. After troubleshooting, display screen did not return to normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.